Event description:
Event was identified by the clinical events committee and was deemed to be consistent with an mi. During index procedure, three lesions were treated. Two endeavour rx drug-eluting stents (MDR# 2953200-2010-01017) were implanted to the proximal lcx. Two more endeavour rx drug-eluting stents (MDR# 2953200-2010-01019, 2953200-2010-01020) were implanted to the mid lcx, and one endeavour rx drug-eluting stent was implanted to the 2nd obtuse marginal (MDR# 2953200-2010-01021). Approximately one day after the index procedure, the pt suffered a non q-wave mi in the territory of the implanted stent. Pt was asymptomatic/free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up and a 1.5 year follow up.

Manufacturer narrative:
(B) (4). Evaluation: (mi).